Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy, when they were on the fissure of the lung, the two reloads were not able to fire, the surgeon was able to press the green button and the handle did not squeeze. They replaced with new handle and device to complete the case. There was no patient injury.